Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 567d33. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut; the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the pcb of the firing switch (sw1) was found incorrectly assembled and the flex circuit not fully inserted. These conditions prevented the device from firing. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 567d33, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: there is no issue with the second cdh29p. However, as the second cdh29p is used with the anvil from first cdh29p. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy, after nurse correctly inserted the battery inside the first cdh29p (a), the screen was lighted up. Then, dr. Took the anvil for purse string technique of the colon. He was using the first cdh29p (a) and ready to fire. At that time, the orange indicator was inside the green zone, and they waited for 15 seconds then pressed for the red safety, and then pressed the firing button, however the stapler had no any response. Therefore, they opened the second cdh29p (b) for usage, but the anvil remained using the first (a) anvil. Then, he success to fired it by using the the second cdh29p (b). The procedure was completed successfully and no patient consequences were reported.